Manufacturer narrative:
It was reported that the ventilator was attracted by an MRI scanner. According to the service engineer, this ventilator, belonging to the fundación valle de lili, is not under contract with getinge, but they asked for information regarding the security conditions. Requested documents were sent to them and they were asked to return available information in the present case. No damage to the ventilator was reported. The conclusion is that the incident probably was caused by the user not following the requirements for use of the ventilator in mr environment, but it has not been possible to fully confirm this due to lack of information. H3 other text : 4117.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator was attracted by an MRI scanner. There was no patient harm. Manufacturer ref.#: (B)(4).